Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. Engineering also found a bent bipolar pin and deep scratches on the main tube. The bottom pin at the back of the housing was bent. Engineering concluded that damage was likely due to mishandling. The distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the maryland bipolar forceps instrument was noted to have a frayed cable. No patient harm, adverse outcome or injury was reported.